Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, and verified the customer reported malfunction. The se removed the power supply and the battery packs to test the device. The se re-seated the graphic user interface (gui) printed circuit board (pcb), and checked the gui cable seating to resolve the issue. Afterwards, the se re-attached the power supply and the battery packs. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, a ventilator generated a ¿loss of communication¿ error code message and an audio alarm. There is no report of patient involvement.